Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that there were short interval counts (sic) with no right ventricular (rv) pacing variation and a few non-sustained tachycardia episodes that showed random t-wave changes that cause t-wave oversensing (twos) on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.